Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that log files were sent in and had low speed operation, and pump stoppages while the pt was on power module. X-rays showed a suspect area near system controller end. The silicone jacket was torn from meta connector at this area. A technical services representative was on site for a driveline repair on (B)(6) 2014. The phase interrupter test showed a orange broken wire. Visual inspection of the exposed wires showed the orange wire was broken. A driveline repair was completed, and the pt put back on grounded cable. No alarms or issues reported following the repair.